Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported from the(B)(4) distribution center on (B)(6) 2021, that the shafts were not able to be detached. No further information is available. The same event reported in (B)(4) occurred this time. This report is for (1) shaft for 90° screwdriver. This report is 10 of 11 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: additional product code: dzj dzi. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned shaft for 90 screwdriver had no surface damage/defects that could have contributed to the complaint condition. The device was returned with all the components still in assembled condition. The components could not be disassembled. The dimensional inspection could not be performed as the components could not be disassembled. A functional test to asses the condition of the inner shaft was conducted. The inner shaft could not be removed from the screw driver shaft. Thus device failed to functioned as intended. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint condition was confirmed for the shaft for 90 screwdriver as the device components could not disassembled. The root cause for the reported complaint condition is attributed to a design- related/manufacturing issue. Further investigation/action regarding this device interaction issue is being conducted under nr-0172427. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part #: 03.505.003, lot #: 8213959, manufacturing site: selzach, supplier: diener ag precision machining, release to warehouse date: 01 jun 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.